Manufacturer narrative:
Product #1 pi main (B)(4). The event of ipg explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, patient weight and complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on an unknown date for an unknown reason wherein the ipg was explanted.